Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was damage to the camera cable at the part of the support arm connection position. This external cable from the system control unit (scu) to the positioning sensor unit (psu) was replaced. The system was then functioning as intended and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No hardware parts were returned because the customer declined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that was no led lit on the camera and could not detected instruments. There was no patient present.